Event description:
It was reported that the ventilator stopped working while it was connected to a patient. The ventilator was replaced with another ventilator. (B)(4).

Manufacturer narrative:
(B)(4).